Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that could not use air infusion through the infusion tubing set. Upon follow up it was informed that the product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed; the device history record shows that the product was released per specifications. The unused returned sample was visually inspected and the barb on the light blue connector on the irrigation and aspiration manifold was broken off in returned condition. A replacement from lab stock was used to continue functional testing. A console representing the current software version was used to test the sample. The sample failed to prime and generated a system message code indicating a failure of the auto infusion valve (aiv) to actuate during the calibration sequence. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was found to be conforming. The (aiv) manifold was reconnected to the console and retested. The sample could prime, tune, and pass (intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the saline bottle to the drain bag without any interfering. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassettes to the infusion lines. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Based on laboratory testing, the (aiv) appeared to have a sticky valve which likely was unstuck during the initial calibration where a prescribed cracking pressure is sent to the (aiv) to check open the valve. Subsequently, the (aiv) was able to open for the remaining functional test. The root cause of the customer¿s complaint is the failure of the (aiv) to properly actuate combined with a high cracking pressure (pressure required to open the (aiv) to allow air passage.) The failure of the (aiv )to properly actuate will result in the customer's experience. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed. The device history record shows that the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The unused returned sample was visually inspected and the barb on the light blue connector on the irrigation and aspiration (I/a) manifold was broken off in returned condition. A replacement from lab stock was used to continue functional testing. A constellation console representing the current software version was used to test the sample. The sample failed to prime and generated a system message indicating a failure of the auto infusion valve (aiv) to actuate during the calibration sequence. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was found to be conforming. The aiv manifold was reconnected to the console and retested. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the saline bottle to the drain bag without any interfering. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassettes to the infusion lines. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Functional testing demonstrated the aiv valve was unstuck during the initial console calibration where a prescribed cracking pressure is sent to the aiv to check-open the valve during console setup. As such, subsequent testing after initial calibration found the aiv to pass all remaining functional and performance requirements during fluid/air exchange mode. Review of the manufacturing process did not identify any manufacturing activities that may have contributed to the event. There are 100% inspection activities specifically related to the opening of the white silicone valve (contained inside the aiv) prior to use in manufacturing. Additionally, there is downstream testing performed on the assembled manifold which would have identified any functional defects associated with the aiv during manufacturing. Consultation with process/product experts identified that component characteristics of the white silicone valve may have contributed to this complaint event. The white silicone valve, by nature of the material, possesses the ability to anneal over time. If the silicone material were to anneal at the slit location (i.e. The portion that opens during surgery to allow for air infusion), this would result in a valve that requires additional pressure than typically experienced during surgery to re-establish the opening. This would be consistent with the experience of the customer and the results obtained with testing of the complaint sample. While the failure mode was found to originate from the silicone valve inside the aiv, the root cause of the failure could not be conclusively determined. A potential contributing factor identified was the silicone material possesses the ability to anneal over time. The manufacturer internal reference number is: (B)(4).